Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received. Two device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device leaked. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received. 2 events were confirmed. 2 devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device leaked. There was no patient involvement; no patient impact.